Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The customer troubleshot the issue with philips technical support. The customer replaced the user interface and updated the software to address the alleged issue.

Event description:
It was reported that the ventilator had a dim display. There was no patient involvement. The event date was not specified; estimate used.